Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "the footswitch pin is pushed in where the cable connects" (device issue). The customer reported the footswitch pin is pushed in where the cable connects. This issue happened during a case. There were a slight delay during surgery because they had to push ok several times for the footswitch to work. The case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).